Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor reset during a pulse test and displayed service codes 105 (pulse test relay stuck) and 204 (belt/monitor unusable). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and shorted pin 3 on the u409 can transceiver on the computer/analog board. The root cause for the shorted igtbs and shorted u409 transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.